Manufacturer narrative:
Information currently quite poor. Follow up will be sent in to the agency once more information is available.

Event description:
Irn#: (B)(4). "The introducers are bending and breaking."

Manufacturer narrative:
Based on risk assessment and clinical assessment this file is considered as closed.

Event description:
Irn# (B)(4). "The introducers are bending and breaking."